Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. The shaft of triclip steerable guide catheter(tsgc) was unable to function as intended due to unstable stabilizer. Multiple attempts of grasping and capturing were made using triclip. During final attempt, the grippers were entangled with anterior leaflet which resulted in chordal rupture. The clip was removed from the anatomy. The tr increased to grade 5 post procedure. There was no clinically significant delay reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.